Manufacturer narrative:
The device could not be returned for evaluation as it remains in the patient. Possible causes may include excessive force being placed on the implant during unknown patient loading, improper placement or manipulation of the implant, or an out of specification implant. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a screw head popped off of the screw shank post-operatively.